Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the rv lead had dislodged. The lead was surgically repositioned, without any further complications and remains in service. No adverse patient effects were reported.